Manufacturer narrative:
Trend analysis: no trend identified. Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Event summary: it is reported that a patient received right tha (including metasul taper liner and metasul head) on (B)(6) 2011. After 2 years 6 months in-vivo time, patient underwent a revision surgery on (B)(6) 2013 due to pain, infection, loosening and fibrotic material around the stem. It is further reported that the patient has a history of (B)(6)related avn of the hip. ((B)(6) split case is (B)(4)). Review of received data primary surgical report dated (B)(6) 2011: pre-op diagnosis: severely symptomatic degenerative arthritis of the right hip secondary to avascular necrosis. Operation: implantation of zimmer trilogy system. No complications observed. Good stability at 60° flexion. No dislocation at 60° external rotation. No instability up to 90° of internal rotation. No impingement. Revision surgery report dated (B)(6) 2013: pre-op diagnosis: numerous medical problems along with failed right tha operation: small amount of partially cloudy fluid seen after entering the hip joint. The hip component and stem noted to be grossly loose with significant amount of fibrotic material, consistent with infection. Femoral component easily removed. Metal on metal acetabular component and 2 screws removed with minimal bone loss. Finally placement of antibiotic spacers. No product was returned to zimmer biomet for in-depth analysis. Review of product documentation the compatibility check was performed from www.productcompatibility.zimmer.com and showed that the product combination was approved by zimmer biomet. Sterilization certificates of the metasul head and the metasul taper liner are reviewed. The sterilization certificates confirm that the products were sterilized according to the specifications. Root cause analysis: root cause determination using dfmea: increased release of wear particles, loosening of components, foreign body reaction due to increased wear from articulation due to insufficient wear performance of components (material, surface, clearance) => not possible: a systematic issue with design and/or material properties would have been detected as part of a trend review. Increased release of wear particles, loosening of components, subluxation, dislocation due to impingement of components due to design => not possible: a systematic issue with design and/or material properties would have been detected as part of a trend review. Inadequate rom (impingement) leading to increased release of wear particles, loosening of components, subluxation, dislocation due to wrong cup position, impingement of the skirted head with acetabular liner => possible: the x-rays were not returned for the investigation, therefore cannot be excluded. Loosening of head/stem taper connections due to inappropriate taper connection design => not possible: a systematic issue with design and/or material properties would have been detected as part of a trend review. Infection due to non sterile head implant due to incorrect sterilization method => not possible: sterilization method is validated according to the sterilization specification. Infection due to non sterile head implant due to inadequate packaging leading to unsterile implant => not possible: packaging of the product is manufactured according to the packaging specification. Noise, wear, component loosening due to lack of lubrication => not possible: a systematic issue with design and/or material properties would have been detected as part of a trend review. Thermal necrosis and/or implant loosening due to MRI (heat generation and/or forces on implant) => possible: MRI precaution information is included in IFU of the device. Increased release of wear particles, loosening of components, subluxation, dislocation due to impingement of components due to malposition => possible: the x-rays were not returned for the investigation, therefore cannot be excluded. Septic loosening due to resterilization method as suggested in IFU fails => possible: correct resterilization method is explained in the IFU of the device. Failure of implant function (loosening of taper connection, increased wear from articulation) due to metasul heads are re-used against manufacturers directions provided on box labeling and IFU => not possible: reuse of the head is not indicated in the revision report. Conclusion summary: patient underwent a revision surgery of the whole tha components after 2 years 6 months in-vivo time due to pain, infection, loosening and fibrotic material around the stem, which were confirmed by the revision surgery report. Stem was noted to be loosened with fibrotic material around which indicates infection existence. Further, the report says hip component was loose. It is not clear which component is mentioned. Nevertheless, the investigation is performed assuming the head was loose. Possible reasons leading to loosening of the device include inadequate range of motion (impingement), heat generation/forces on the device due to MRI and malposition of the components. However, due to absence of the x-rays it is not possible comment on these causes. Regarding the observed infection around the stem, the relative quality documents are reviewed. Gamma sterilization specification of the devices certify the suitability of sterilization. Sterilization certificates of the metasul head and metasul taper liner are reviewed .the sterilization certificates confirm that the products were sterilized according to the specifications. Single use, sterilized devices manufactured or distributed by zimmer biomet are sterilized in accordance with FDA regulations and iso standards to a sterility assurance level of 1.0 x 10-6 or better. Therefore, it can be excluded that an unsterile device caused the infection. Moreover, no trend on infection has been observed for this product family and it is highly unlikely that a disadvantageous product design favored or contributed to the infection more than 1 year after the implantation. However, the IFU of the device states that ¿early or late infections¿ are ¿possible consequences of an implant¿ and should be considered when implanting zimmer biomet devices. For the investigation of the other components involved in the case please see (B)(4). Based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer¿s reference number of this file is (B)(4).

Manufacturer narrative:
The manufacturer did not receive the device for investigation. No x-rays were provided for review. Where lot numbers were received for the device, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as additional information become available and/or an investigation result be available, an amended medical device report will be submitted. (B)(4).

Event description:
A product liability claim was raised. It was reported that the patient underwent a right total hip arthroplasty on (B)(6) 2011 and was implanted a metasul taper liner mm/40. It was reported that a revision surgery was performed on (B)(6) 2013 de to infection. Medical records indicated that the patient was revised due to pain, infection, loosening and fibrotic material around the stem. Note: this is a split case with zimmer, (B)(6), reference number: (B)(4).